Event description:
Related manufacturer report number:2017865-2022-11322. It was reported that the patient was pacemaker dependent. It was noted that noise was observed on the right ventricular (rv) lead and a provocation test was positive for noise. There had been several auto mode switching (ams) episodes since (B)(6) 2020, high ventricular rate episodes, pacemaker mediated tachycardia and right ventricular noise reversions observed on the pacemaker. Many of the ams episodes were suspected to be inappropriate due to farfield r wave oversensing. The oversensing on the ventricular channel was of non physiological signals and insulation damage was suspected on the rv lead though not confirmed. Programming changes were made though the amplitude of the noise was large. Recommendations for a possible lead revision were made and forwarded to the physician. The patient was stable.

Event description:
Additional information received indicated the rv lead was explanted to resolve the event. The patient was in stable condition

Manufacturer narrative:
The reported events of oversensing noise and suspected insulation damage were confirmed. As received, a complete lead was returned in one piece. An external insulation abrasion was found proximal to the suture sleeve tie impression breaching the outer insulation and exposing the outer coil. The cause of the reported events was isolated to the exposure of the outer coil at the abrasion zone which is consistent with friction to the device can.